Event description:
It was reported that before use of the cs100 intra aortic balloon pump (iabp) the main screen fault code 120, key screen failure, aortic pressure can not start, maintenance confirmed that the keyboard board is faulty. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d8, d9(device available for eval), g2, g3, g6, h2, h3, h4, h6(investigation type, investigation findings, component codes & investigation conclusions), h11 corrected fields: b5, b6, b7, d4(UDI#), d10, h6(clinical code & impact codes). A getinge field service engineer (fse) observed that screen shows electrical detection fault code 120. Keyboard failure. Fse replaced the pcb keypad controller (d670-00-1145). Equipment passed all factory specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically.

Manufacturer narrative:
Due to character restrictions in block e1 telephone number :(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) the main screen fault code 120, key screen failure, aortic pressure can not start, maintenance confirmed that the keyboard board is faulty.